Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy image was malfunction of the low voltage switching device unitt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the video system center exhibited image noise due to malfunction of the low voltage switching device unit. There was no patient involvement.